Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging and death are related to the v.a.c.ulta¿ negative pressure wound therapy system. The healthcare practitioner was uncertain if the v.a.c.ulta¿ therapy system caused or contributed to the event. The patient was status post (B)(6) infected left femoral-popliteal bypass gore-tex® stretch vascular graft placement. The physician noted that the infection in the arterial wall thinned the vessel, and the artery was covered with a layer of fat. It was also noted that granulation tissue was covering the vessel, and the adaptic¿ non-adhering dressing was in use at the time of the event. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy.

Event description:
On 16-oct-2018, the following information was reported to kci: a patient allegedly bleed out and passed away while on v.a.c.ulta¿ negative pressure wound therapy system. On 01-nov-2018, the following information was reported to kci via medical questionnaire: on (B)(6) 2018, the patient was found bleeding out from a femoral-popliteal bypass site. The v.a.c.ulta¿ therapy system was allegedly filled with blood. Intravenous fluids were administered, and manual pressure was applied to the site. The patient's blood pressure reportedly dropped, and the patient did not have a pulse. Resuscitation efforts were initiated, and the patient subsequently passed away. The patient was status post (B)(6) infected left femoral-popliteal bypass gore-tex® stretch vascular graft. The physician noted infection into the arterial wall thinned the vessel. The artery was covered with a layer of fat. The healthcare practitioner was uncertain if the v.a.c.ulta¿ therapy system caused or contributed to the event but noted that granulation tissue was covering the vessel and adaptic¿ non-adhering dressing was in use at the time of the event. This device is a customer owned unit. Per kci records, on 23-dec-2014, the v.a.c.ulta¿ negative pressure wound therapy system was placed at facility where this event occurred. There was no specific patient placement information available. On 02-nov-2018, the device was tested per quality control procedure by kci quality engineering, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.